Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Tandem technical support educated the customer not to overfill the cartridge. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.